Event description:
It was reported that pump housing and usb port were damaged, which affected charging but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, returning damaged pump within required timeframe, and setting up and reconnecting devices on replacement pump.